Event description:
It was reported that during a laparoscopic cholecystectomy, the device was used to clip the artery and it had to be pulled off the blood vessel as it did not open back up properly. They used another clip applier to control the bleeding and complete the procedure. No measureable amount of blood was lost. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. No opening issues were noted during evaluation; the device was found to be fully functional and conforming to our manufacturing specifications. The batch record was reviewed and no anomalies were noted during the manufacturing process.